Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event for burning smell. Please note this was not during a procedure.

Event description:
It was reported that there was a thermal event for burning smell. Please note this was not during a procedure.

Manufacturer narrative:
Alleged failure: it was reported by the asr marissa lucido serfas wands have no electricity going to them. When turn it up you can smell burning ref RMA 12120830 salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.